Event description:
It was reported that the device was sent in for repair for an unknown reason. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal. An accuracy test was performed for functional testing. Functional testing was unable to verify or duplicate an unknown problem; however, the dso seal was revealed to be damaged and replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.